Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: down the fallopian tube') in a 34-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle spasms, menorrhagia, breast pain, urinary incontinence and iron deficiency anemia. Concomitant products included azithromycin, clindamycin, cyclobenzaprine, erythromycin and ibuprofen. In 2011, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), 4 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: migration of essure device. Healthcare provider result: the right side had migrated down the fallopian tube. Imaging procedure - on (B)(6) 2011: bilateral occlusion, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number, lab data and concomitant medication and condition added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: down the fallopian tube') in a 34-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleed in luteal cyst, plastic surgery and ovarian cyst. Concurrent conditions included muscle spasms, menorrhagia, breast pain, urinary incontinence and iron deficiency anemia. Concomitant products included azithromycin, clindamycin, cyclobenzaprine, erythromycin and ibuprofen. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), 4 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic, salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2011 left: 4 coils, right: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: migration of essure device healthcare provider result: the right side had migrated down the fallopian tube. Imaging procedure - on (B)(6) 2011: bilateral occlusion, migration. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Reporter information, patient medical history, essure removal details, reporter causality comment added. Action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: down the fallopian tube') in a 34-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleed in luteal cyst, plastic surgery and ovarian cyst. Concurrent conditions included muscle spasms, menorrhagia, breast pain, urinary incontinence and iron deficiency anemia. Concomitant products included azithromycin, clindamycin, cyclobenzaprine, erythromycin and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), 4 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2011. Left: 4 coils, right: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: migration of essure device. Healthcare provider result: the right side had migrated. Down the fallopian tube. Imaging procedure - on (B)(6) 2011: bilateral occlusion, migration. Lot number: 836494 manufacturing date: 2011-02 expiration date: 2014-02 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain- pelvic/ abdominal, migration. Product indication was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: down the fallopian tube') in a 34-year-old female patient who had essure (batch no. 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle spasms, menorrhagia, breast pain, urinary incontinence and iron deficiency anemia. Concomitant products included azithromycin, clindamycin, cyclobenzaprine, erythromycin and ibuprofen. In 2011, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), 4 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: migration of essure device. Healthcare provider result: the right side had migrated. Down the fallopian tube. Imaging procedure - on (B)(6) 2011: bilateral occlusion, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc: product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.